Event description:
After deployment, the smart control stent migrated into the aorta. The physician put a balloon inside the stent, was able to inflate it and was able to pull it back down to the distal part of the aorta. He then placed a 14 x 40 smart stent distally.

Manufacturer narrative:
This complaint is for an unknown smart control stent. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.